Event description:
It was reported during an implant of a left ventricular lead that device interrogation revealed high capture thresholds due to blood contamination in the atrial port on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in follow up report number 2 should have been aug 17, 2022 rather than aug 11, 2022 as previously reported.

Manufacturer narrative:
Correction: d9 should have been (B)(6) 2022 not (B)(6) 2022.

Manufacturer narrative:
The reported event of device contamination and threshold anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly. Electrical, mechanical, and longevity analysis was normal with no anomalies found.